Manufacturer narrative:
Product event # (B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: aquamantys® 2.3 product number: 23-113-1 lot number: unknown expiration date: unknown quantity returned: 1 testing performed: device packaging inspection: -one returned aquamantys® 2.3 device was received inside a (B)(4) shipper box, double bagged in biohazard bags, then within a (B)(4) bag with no packaging to fill the negative space. -no original packaging was returned therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. -no paperwork was provided. Device visual inspection: -device is used with blood on body, shaft, cord and electrodes. -charring present within the saline exit holes. -saline bag returned attached to the device spike / drip chamber. -saline present within the saline line and drip chamber and biohazard bag. -all components appear in place, intact with no damage. Functional inspection: -the device pump tubing was loaded into the peristaltic pump, inserted the drip chamber spike into the saline bag, plugged the device into the generator and activated the prime cycle, until all air bubbles were purged from device. -there was minimal saline flow from both electrodes which were occluded with dried blood, tissue, and coagulum. The device was primed multiple times, activated in a saline filled tray with a soaked gauze pad, the electrodes were vigorously scrubbed in an attempt to remove the occlusion from the tip however all attempts were unsuccessful. -the device tips were then soaked in a warm water bath for thirty minutes, re-primed and activated several times and the clog, dried blood, tissue and coagulum occlusion was unable to be removed and normal uniform saline flow could not be established. -the aquamantys® generator was set to medium flow at 100w to test the device for fluid flow requirements. A total flowrate of 9.6 - 16 cc/min (12.8 nominal) with a 60% / 40% maximum split is required. The device was activated for sixty seconds to allow collection of saline into two graduated cylinders producing acceptable results. --flow from the left tip = 6.8 cc / min. ¿ pas --flow from the right tip = 4.4 cc / min. ¿ pass --total volume ¿ total flow rate = 11.2 cc / min. ¿ pass - the results met the product specification requirements. -calculated the percentage of the total fluid which is represented by that of each cylinder with a 60 % / 40 % maximum split the results did not meet the product specification requirements for normal uniform saline flow from both electrodes. --left electrode = 6.8 / 11.2 = 61 % - fail --right electrode = 4.4 / 11.2 = 39 % - fail -there was no observation of sparking at the device tips during functional inspection. Lhr review: a review of the lhr is not possible as the lot number is listed within gch as unknown and there was no original packaging returned with the device to obtain device information. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. The device electrodes showed evidence of eschar, tissue and coagulum build-up. An occlusion appeared lodged down deep within the saline exit holes which resulted in insufficient normal uniform saline flow from both electrodes preventing the device from functioning as expected. The device failed to meet the product specification requirements for saline flow testing which confirms there is an occlusion within the saline exit holes. There was no observation of sparking at the device tips during functional inspection. This complaint will be tracked and trended in gch.

Event description:
During a multilevel spine procedure, near the end of use, the electrode tips were getting gunked up and the doctor noted small sparks between the probe tips. The tips were wiped with a wet lap and customer confirmed saline was flowing, but when the device was activated again it sparked. Another device from an unknown lot was used with the same generator and it worked successfully to complete the procedure. There was no reported patient impact.